Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva strip lot 303200. Reference medwatch with patient identifier (B)(6) for the aviva strip lot 303088.

Manufacturer narrative:
This medwatch is for the aviva strip lot 303200. (B)(6). Device received in a condition which made analysis impossible. Unable to test because used strips were returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 216 mg/dl and 66 mg/dl. Customer obtained the reading of 216 mg/dl with aviva strip lot 303200, opened a new box of strips, and obtained the result of 66 mg/dl with aviva strip lot 303088. Customer drank orange juice based upon the result of 66 mg/dl and later ate breakfast and took 2 units of insulin. She would normally take 5 units of insulin, but based on the result of 66 mg/dl, she felt that 2 units was "sufficient." No adverse event reported. Requested return of suspect device and replacement was sent.